Manufacturer narrative:
One sample of material 2420-0007 was submitted by the customer. Additionally, the customer submitted a medical waste bag that is unrelated to this complaint. Visual inspection of the sample indicates that the tubing separated at the lower pumping segment to infusion set tubing. Further analysis, under magnification, indicated that there is a lack of solvent on the bonding surfaces of the infusion set. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the root cause of the issue is due to issues with the solvent dispenser, and incorrect use of the assembly fixtures by the assembler. A work order was created to review the solvent dispenser, in addition to, a quality memo being issued and preventative maintenance being conducted to ensure the assembly equipment is functioning correctly. Finally, retraining of the assembly staff along with testing additional sample from the assembly line have been implemented. A device history record review for model 2420-0007 lot number 25035610 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: while priming primary IV tubing the IV tubing broke at the blue safety clamp that goes into the pump.